Manufacturer narrative:
The complaint sample received 11 august 2020 was reviewed and it was confirmed fiber burns were very apparent in both of the returned units. The rfid tag was verified which indicated the unit passed release inspection to specification. It can be confirmed each holmium laser fiber is 100% inspected for both visual and power testing performance defects prior to release for distribution. No manufacturing defects or contributing factors were identified upon review of the returned fiber for this complaint. The usage confirmed during the review of the rfid tag is additional objective evidence that the fiber was operating as intended. The state of the laser utilized with this fiber can not be confirmed. No root cause for the burning of the fibers was identified. It is acknowledged that the charring on the fiber observed is predominately on one side of the fiber which is normally an indication that misaligned laser energy passed through the fiber.

Event description:
A notification was received regarding a holmium fiber which was reported to have burned. No patient harm was reported.